Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer's originally reported issue of connector play was confirmed; a connector rattled due to a failure of the video connector lock. Their later reported device issue of "image blackout/color bars" was not reproduced. The following additional findings were noted: poor contact due to corrosion of the video connector receptacle contacts resulting in erratic images, and battery drain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that their visera pro video system center device had play in one of the connectors. Upon the receipt of additional information on 16oct2023, reported that the camera head screen disappears or changes to color bars when connected. Also reported at this time was confirmation of the event date, that the problem occurred during inspection prior to use, the unknown procedure was therapeutic in nature, the procedure was completed with a similar device, and that otv-s7h-1d-f08e was a concomitant device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.